Manufacturer narrative:
The alleged malfunction is not likely to cause an adverse event, as a damaged battery compartment is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed multiple reboots. The pump was returned with a cracked battery compartment and stripped threads on the battery cap. The cap was unable to tighten on to the pump and a power loss was duplicated. A test cap was then used, and was able to attach to the pump. No power loss was observed while using the test battery cap. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump¿s history showed a time and date reset after a reboot. During evaluation, the pump¿s internal battery was found to be leaking.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient woke up that morning with blood glucose (bg) of 542mg/dl with ketones and tiredness and found that the pump had powered off. The patient reportedly treated his bg by bolusing via the pump after he turned it back on and his bg at the time of the call to animas was reportedly 300mg/dl. The reporter stated that there is a crack in the battery compartment and the battery cap will not secure properly. There was no damage noted to the battery cap. The patient was advised to discontinue insulin pump therapy and use a back-up plan due to the pump rebooting until a replacement pump was received. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy after the pump powered off during the night.